Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿clinical usefulness of blood metal measurements to assess the failure of metal-on-metal hip implants¿ by barry sampson and alister hart, published by association for clinical biochemistry and laboratory medicine (2012), vol. 49, pp. 118-131, document entitled ¿annals of clinical biochemistry, was reviewed. This article reviews published medical literature regarding mom hip implant recalls and outlines 3 case studies experienced by the authors. Of the three case studies there is one with a depuy asr resurfacing implant. The other two case studies were of competitor products. Case study: this complaint captures case 3 on page 127 entitles, ¿silent muscle necrosis with very high metal ions and rapid deterioration requiring revision.¿ this is the case of a (B)(6)-year-old female patient with and asr resurfacing implant. She was recommended unknown number of years after index hra for revision surgery due to pain, decreased joint function, and elevated blood metal ions: co 386.5ppb and cr 140 ppb. Intraoperative findings: cup mispositioned (70 degree inclination), pseudotumor, black stained periarticular joint fluid, inflammation of the trochanteric bursa consistent with hypersensitivity, metal debris, and excessive wear on both explanted products. There was evidence of periarticular soft tissue destruction and necrosis. The patient was revised with unknown products. Her blood metal ions dropped after surgery but remained elevated at time of last follow-up. She had no further complications. Captured in this complaint: asr hemiarthroplasty".